Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) reporting that they had difficulty charging an ins. They stated that they tried to recharge the ins in the box for the implant today, but they couldn't get more than four coupling bars. The rep stated that they tried two different rechargers and got the same thing. The rep was uncomfortable using the ins for implant today and they reported that they would like to return it. There were no symptoms reported as the device was not implanted in a patient. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.